Event description:
The customer reported that his olympus high flow insufflation unit was intermittently turning off during use and emitting an acoustic alarm. According to the initial reporter, the subject device was inspected prior to use. The reported issue occurred both during and after the video laparoscopy procedure. Reportedly, the procedure was completed using the subject device after turning it off then back on again without any patient harm and only a minimal delay.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the intermittent switching off of the device and acoustic alarm were confirmed due to a defective main printed circuit board. There was also a defective led (light-emitting diode) segment on the front panel. The likely root cause of the defective main printed circuit board and defective led segment was normal wear and tear. Olympus will continue to monitor field performance for this device.